Manufacturer narrative:
Based on the limited information provided at this time, no definitive conclusions can be made. It is reported that the patient was treated for post operative complications, resulting in the removal of the bard device. Additional information has been requested. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. If/when additional information is provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: it is reported that due to post operative complications the patient underwent laparoscopic removal of a previously implanted bard ventralex hernia patch for hernia repair.

Manufacturer narrative:
This is an addendum to the initial MDR to document information provided by the surgeon during follow up. The surgeon stated that the treatment of the patient was unrelated to the device. The explant of the mesh was part of the overall treatment of the patient and explant was not due to any shortcomings of the device itself. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.